Event description:
It was reported at the implant procedure, the right ventricular (rv) lead was suspected to have caused a perforation after the patient developed a pericardial effusion. This necessitated a pericardial window to evacuate the effusion. Subsequently, during this procedure, the physician performed a medial sternotomy to provide better visibility and access. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).